Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU and patient manual include instructions and a caution note regarding regular inspections of the driveline for evidence of cracks, tears, damages and to report any damages to the healthcare provider or vad coordinator. It also provides cautions and instructions on how to secure the driveline and prevention of damages to the driveline. It further includes a reference guide for alarms including potential causes and actions to take. Log file analysis review date (B)(6) 2015: normal power consumption. Additional notes: 1 vad stopped alarm was logged on (B)(6) 2015. 1 electrical fault alarm was logged on (B)(6) 2015. Change in viscosity on (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by hospital perfusionist that on (B)(6) 2015 the patient was "brought to the emergency room (ER) for evaluation". The "patient called to report that he had shut his driveline in a locked car door". Patient reported "no alarms occurred at the time, but an hour (per patient) after the incident he received a high priority alarm that resolved before he could get to it". As per log files, a vad stop alarm was documented and it showed alarm was cleared 7 seconds later. "In the act of moving the controller around he must have cleared the screen because his parameters were all that were visible". It was reported that "both an electrical fault and pump stop were recorded at the same time and coincided with the patient's timeline". "Patient was admitted" to the hospital. Perfusionist stated that "upon inspection, driveline showed to have been cut through the inner and outer sheath". On (B)(6) 2015, the clinical engineer, who was present for the repair, noted "electrical faults could not be reproduced after manipulating the driveline". Previous sheath repair was removed in order to assess the driveline and driveline repair was performed by manufacturer representative. Repair consisted of removal of "previous sheath repair to troubleshoot, and driveline sheath repair from strain relief to about 6 inches from the exit site". "Patient felt fine during procedure". There was no pump stop during the procedure. No additional information provided manipulation on the driveline through the strain relief did not reproduce any alarms". Patient felt "fine" during the procedure.